Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined, because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus technical support center (tac) provided guidance to the customer for troubleshooting the source of the interference issue. The customer later responded that the issue was resolved, but provided no details as to what resolved the issue. The device is not expected to be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center had monitor interference during a therapeutic endoscopic sleeve gastroplasty (esg). There were no reports of patient harm.